Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the reported issue is due to a faulty ccd (charged-coupled device) unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was confirmed. Inspection found device no image due to faulty ccd unit. Kinked and shorted cable causing intermittent horizontal white streaks in image observed. Investigation is ongoing. This reported will be supplemented accordingly following investigation.

Event description:
As reported, there is no image. The issue found during an unknown event. There is no patient involvement associated on this reported event.